Event description:
The screw from the life 3mm kerrison fell out on the patient field during surgery. The staff recovered it and removed the instrument from the field. The screw does not stay screwed into the kerrison and appears to be stripped. A replacement kit was used.